Event description:
During knee surgery the pump began to ovrrun causing swelling to the patient's knee and thigh. The surgeon stopped the pump immediately removing the tubing. Surgery was able to be completed but not certain what equipment was used. The swelling subsided within 24 hours and the patient is doing fine.